Event description:
Related MFR. Report#: 3006705815-2019-01969; related MFR. Report#: 3006705815-2019-01970.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 3006705815-2019-01969; reference MFR. Report#: 3006705815-2019-01970. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2019 wherein the full system was explanted